Event description:
Caller reported a pixel issue on the pump display, which affected their ability to interact with the pump or read the screen. There was no adverse impact to the customer's blood glucose level as a result of the display issue. The customer reverted to manual injections for insulin therapy.